Manufacturer narrative:
Unit received with operating currents within spec. No unexpected battery out limit alarms noted. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. Unit received with all buttons responding properly. No button anomalies were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported a hospitalization for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 563 mg/dl. The customer also stated the cause of her hospitalization was from her hyperglycemia. The customer also reported several no delivery alarms. Customer stated her insulin pump would not let her prime and also alerted her with a battery out limit alarm. The customer declined to troubleshoot for the no delivery alarms and high blood glucose. No additional information provided.